Event description:
The customer reported that a piece of the device detached from the jaw and fell onto the surgical area. Nothing fell into the pt cavity. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.